Manufacturer narrative:
The event of high pacing impedance was not confirmed. The reported event of failure to advance the guidewire was confirmed. Final analysis found a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray inspection found the inner coil inside the connector region was bunched up. Unable to perform guidewire insertion test due to the condition of the inner coil, as received. The cause of failure to advance the guidewire was due to bunched up inner coil consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular lead exhibited high pacing impedance and failure to advance the guidewire. The left ventricular lead was removed and replaced. The patient was in stable condition.